Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, medical staff properly inserted a closed-system intravenous catheter into a patient. After performing the venipuncture and using the catheter normally, blood leakage occurred from the catheter's isolation cap during removal of the steel needle, posing a risk of venous infection. The catheter was immediately removed and replaced with a new one for reinsertion, with no further leakage observed.